Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on using both battery and ac power. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. Alarm settings such as alarm limits, sensitivity modes, patient types, volume, and rotating screens were not able to retain their changes and they would go back to the previous settings even after restarting the device multiple times. The time, and date were the only settings that could be saved after modifications. During testing the 10 beeps error would occur and the screen would go blank. Internal inspection showed the u21 pin 1 to 6 measures 0.4 ohm, compared to 3mohm in a known good device. The u21 chip is faulty. The software was updated to version v1558 and after reboot the device functioned as designed. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Event description:
The customer reported the device does not retain settings. No consequences or impact to patient were reported.